Event description:
During a conversation with the home patient's (hp) nurse for an unrelated issue, it was revealed that the hp was taken off peritoneal dialysis (pd) therapy because he had peritonitis and his white blood cell count was still elevated. The hp had his catheter repositioned and then removed and started hemodialysis therapy. The nurse declined to provide any further information regarding the hp's peritonitis.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, this incident was determined to be related to product misuse.

Manufacturer narrative:
(B)(4). This event involves seven baxter products. This medwatch is being submitted for the seventh of those seven products. As the patients discard supplies after each therapy, the sample was not requested.